Manufacturer narrative:
Suspect device: comfort curve test strips.

Event description:
Customer reportedly tested hi on the advantage test system and experienced hypoglycemic symptoms. Within 10 minutes, the customer tested 50 mg/dl on the advantage test system and had to be assisted in eating to elevate his blood glucose. No medical treatment received. Level 1 quality control was used and reportedly fell within acceptable limits. Information suggests the incident occurred at customer's work place. Requested return of suspect test system and replacement was sent. Advantage test system: meter 8509407059, strip lot 549618, exp 04/30/08, cat/2030365.